Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. After implant, the patient reports that the mesh product caused significant amount of scarring and adhesions which involved the inguinal nerves. Post-operative treatment includes excision of the mesh with triple neurectomy.